Event description:
It was reported that the plaintiff underwent a hernia repair during 1995 where vicryl sutures were used and claims infection and injuries occurred as a result of contaminated sutures.